Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image was flickering. The customer reported that the flickering was slow and constant. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video monitor and was able to confirm the reported malfunction. When connecting the customer's glidescope video monitor to known, good, test verathon equipment, the image from the blade was flickering. Upon testing the monitor with a new back shell, the root cause was identified to be a failed main board. The main board was replaced and the device was tested and certified to be operating within specification. The camera image quality test was performed and passed. Upon completion of the evaluation and repair, the glidescope video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for any ongoing trends.